Manufacturer narrative:
(B)(4). Review of the receiving inspection report for 00111214001, lot number 84614543, identified no relevant deviations or anomalies. (B)(4). Heraeus batch record review indicates there were no quality deviations, no change notifications, and no corrective or preventive actions. All verifications, inspections, and tests were successfully completed. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. Per heraeus, the root cause of the reported event is "presumably a result of incorrect preparation due to professionals" with a potential explanation as "inadequate waiting time/mixing". The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the reported product was scrapped and would not be returned for evaluation. Per the received response, the reported issue occurred during surgery. The event was identified immediately upon opening the device and before first use. The event did not occur during the first-ever use of the product and also not related to surgical technique or user error. No medical intervention/additional surgical procedure was required. There was no patient harm/injury associated with the report and no surgical delay. The surgical technique for the product was utilized. No further follow up information is indicated.